Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR report # 2916596-2018-01089. This report is being submitted as additional information. Approximate age of device (age of device: 1 year, 29 days). Analysis of the log file provided by the account confirmed a pump stop event due to driveline disconnect events. The patient was reportedly asymptomatic, and remains ongoing on the device. The hmii lvas IFU contains information regarding pump speed, power, flow, and pulsatility index. This IFU and the hmii patient handbook explain that disconnecting the driveline from the system controller will cause the pump to stop. The patient handbook also provides a safety checklist that instructs the patient to check the connectors, on both the controller cables and different power sources, for dirt, grease, or damage. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient has a history of cocaine usage with positive results from (B)(6) 2018. Per the patient's fiancé, the patient was not feeling well the previous day and changed system controller in the bathroom because the ¿numbers weren't right¿. The patient became unconscious and fell face first into the edge of the bathtub. The patient's fiancé connected the driveline to the backup system controller while the patient was unconscious. When emts arrived, the patient was pulseless and the vad was continuously alarming. The patient was administered a few rounds of epinephrine prior to emergency department arrival. In the emergency department, the patient was in pulseless electrical activity (pea). The patient had periodic runs of ventricular tachycardia (vt), was intubated and compressions were done, and finally stabilized. CT was negative for cerebral hemorrhage. On (B)(6) 2018, the patient remained intubated on milrinone and amiodarone. Pupils were fixed and dilated. The patient appeared to be twitching, but neurology confirmed it was seizure activity. On (B)(6) 2018, it was reported that the patient remained intubated. The patient was off all sedation and had no reflexes. On (B)(6) 2018, it was reported that patient remained inpatient, underwent tracheostomy placement and underwent percutaneous endoscopic gastrostomy (peg) tube placement. The patient was to continue on supportive care. No additional information was provided.